Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an air in line alarm was unable to be reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found to pass all testing for the reported failure. No causality was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.